Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The instrument was analyzed and was found to have the snake wrist cover torn. The tears measured roughly 0.058- 0.461". Visual inspection displayed no signs of missing fragments. The torn wrist cover likely caused the user to experience issues when attempting to remove the stapler from the cannula. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the logs for the two sureform 60 staplers and da vinci system associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: logs show pn 480460-09, lot k12231012-0562 was the first stapler used and it was installed three times and fired three reloads (all white). All three firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. The second stapler used was pn 48060-09, lot k12231012-0564 and this instrument was installed once and fired one reload (white). Firing was completed per logs with no pauses for compression. No incomplete clamps by this instrument. Shortly after the unclamp event for each of the first three installs, the logs show instrument recognition errors (error code 282) on universal surgical manipulator (usm) 3, which is the usm that the sureform instruments were installed on. There are also a couple errors indicating the set-up joint moved without being clutched on usm 3, prior to the 3rd occurrence of the recognition error. It is unclear if these errors are related to the reported complaint.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the operating room staff received a yellow recoverable fault. During the fault, the entire universal surgical manipulator (usm) 3 would move down. They had to hold the instrument, but it kept trying to move down on its own. They were instructed to call technical support but instead called intuitive surgical, inc. (Isi) clinical sales representative (csr). The isi csr called technical support, who requested to have someone who was in on the case call them. The operating room staff called to report the sureform 60 stapler instrument was unresponsive during surgery. The stapler was not gripping tissue, even though the system displayed a message that the stapler was on tissue. The staff stated the sureform 60 stapler was difficult to remove. The staff stated the instrument was dangerously close to the aorta and difficult to remove. The staff requested for usm 3 to be checked. The sureform 60 stapler was successfully removed. The case was completed robotically. The patient was not injured. The staff planned to return the suspect sureform 60 stapler instrument for analysis. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotics coordinator was in on the case. The instrument/system arm was moving on its own toward the aorta. The robotics coordinator noted it was unclear whether the system arm or instrument was causing the motion. The robotics coordinator was able to stop the motion with no patient harm. There was no bleeding. The stapler jaws were never stuck on tissue, but they were stuck closed. The robotics coordinator opened the jaws successfully with the manual release knob. Then, they pushed the port clutch and removed the stapler instrument with the entire trocar and port. There was no harm to the port site, and it was not enlarged. The staff swapped to a backup stapler on the same system arm and finished the case with no further issues. There are no photos or videos available.